Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device and passed a review of the downloaded receiver log did not anything related to customers complaint. The reported event of low transmitter battery was confirmed the root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a permanent loss of connection. The root cause could not be determined post-investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.